Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels all day (332 mg/dl). Customer's contact indicated that they were going to treat by administering insulin. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made to change out the site and discuss bgs with a healthcare provider.